Manufacturer narrative:
(B) (4). Results and conclusion summation: during use of the product, there can be interaction with the anatomy, accessory products, and/or previously implanted stents, which may damage or weaken the balloon material and lead to balloon rupture during inflation. The IFU states: do not exceed rated burst pressure (rbp) as indicated on product label. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. The rbp of 16 atm was exceeded, the balloon was inflated multiple times, and the target lesion was heavily calcified, which may have interacted with and weakened the balloon and contributed to the balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has previously caused or contributed to patient injury. Device issue: balloon rupture. It was reported that during the procedure, which involved a severely calcified lesion, another company's balloon burst at 16 atm after multiple inflations. Then another balloon, a 3.25x15 balloon was inflated to 22 atm and it also burst after multiple inflations. Then a third device was used, a 3.0x15 mm promus and the stent was implanted successfully. When the balloon was being used to post dilate the stent, it burst at 18 atm after multiple inflations. No patient injury was reported. No additional event or patient information is available. (B) (4)